Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump¿s keypad were unresponsive. The customer¿s blood glucose level was unknown. Insulin pump will return for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. Insulin pump was tested with all buttons functioning properly. No corroded on keypad traces and stuck button noted during testing. The keypad connector was inspected and fully locked on lcd board. (B)(4).